Event description:
Allegedly the patient was experiencing unknown mom complications. Additional information received 02/02/2017. Allegedly the patient has been updated to a right hip conserve scheduled revision claim and is scheduled to be revised (B)(6) 2017. (Right).